Event description:
According to the customer, several elevated glucose results were generated by the synchron lx20pro instrument. The customer indicated that the erroneously elevated results were discovered by a nurse who received glucose results from the lx20pro that did match the accuchek (a point of care device) glucose results. The customer indicated that they have identified approximately 22 pts that needed to have their reports amended. Of the 22 pt reports, 19 were due to erroneously elevated glucose results (see b6 for sampling for the elevated results). The randomly elevated glucose results occurred randomly over a period of three days. There has been no change to pt treatment that can be attributed to this event.